Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: visible moisture behind display lens. Leak test performed; failed due to pump case leak and bolus button leak. Pump case crack near the top right corner of display lens at the case seal. Unable to perform investigation, keypad is unresponsive. Unable to navigate from the verify screen. Pump opened; evidence of moisture found internally on main pcb, inside cover and on support bracket. Display screen is distorted; moisture found on display screen and display connector. Keypad is unresponsive; moisture found on keypad flex and connector. No audio @ power up alert, moisture on piezo. Abb cover is damaged/torn. Battery compartment crack below the bumper at the case seal. Unable to perform steps 11, 13, 21 and 22 of this investigation due to unresponsive keypad. Review of bb data shows continual power rebooting on date of complaint 9/6/15. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.